Manufacturer narrative:
Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30579422l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter. The patient suffered aortic dissection. It was reported that a patient suffered aortic dissection. The patient complained of back pain during the procedure, and the procedure was completed for detailed examination. The subsequent situation was unknown. The physician commented that it was unknown whether the patient had a history of aortic dissection. The patient complained of back pain during the procedure, and the procedure was completed for detailed examination. Action taken in case of aortic dissection with a diagnosis of stanford type b, was a policy of conservative treatment. Location of aortic dissection was chest to abdomen. Site of use of stsf and sssh: catheters were in contact with the retrograde approach, aorta, and left ventricle via the inguinal area. Approach: retrograde approach. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable